Event description:
Philips received a complaint by the customer on the v60 indicating that the blower was not functioning. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the blower was not functioning. The v60 displayed an occlusion alarm. The customer confirmed that the power supply voltages were operating within specification. The remote service engineer (rse) advised the customer of a possible blower issue. The rse provided the customer with the part number of the blower assembly. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.